Event description:
Info received that the head up was not functioning. No injury reported.

Manufacturer narrative:
Technician found the head up was not functioning. Replaced head up hydraulic valve to resolve this issue.